Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that customer was unable to access menu. Customer states using the up arrow did not allow them to navigate screens. Insulin pump received low reservoir alarm. Customer was unable to complete alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
No stuck buttons, multiple press issues or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion tests and self-tests. No unexpected low reservoir alarm or prime or fill anomaly noted during testing. (B)(4).